Event description:
It was reported to medtronic minimed that the customer experienced the customer states having issues with the cgm and a few issues with the plastic part of it in the package; it is stuck to it and it won¿t come off and the customer states the needle was hard to remove. The customer reported no adverse event. The event involved product(s) mmt-7911na, mmt-1880, and mmt-7020la. The troubleshooting was performed and the customer reported a loss of communication between the transmitter and the pump. Serter troubleshooting the customer was reporting the sensor liner stayed on the sensor base with the sensor serter. "Sensor/introducer needle break or damage, introducer needle hard to remove" customer reported sensor/introducer needle broke, was damaged, or the introducer needle was hard to remove. No harm requiring medical intervention was reported. No product return is required for mmt-7911na. No product return is required for mmt-1880. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-7020la was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.